Manufacturer narrative:
On february 27, 2023, a werfen representative contacted our it department about problems accessing the gemweb plus (gwp) with the gem premier 5000 analyzers, which were reporting disconnections. Customer investigations noted that there were disconnect/reconnections, an unstable state, with their lis. The hospital's various departments went into stand-alone mode. Il (werfen) investigation found that a logical disk was almost full, which could have had an impact on the operation of gemweb plus. Werfen it department provided a procedure for deleting temporary disk trace files. Once the procedure had been applied by the hospital's data center manager and the gemweb plus machine had been restarted, connections with the gem premier were restored and the gemweb plus interface was once again accessible. To resolve the issue gemweb plus debug mode needed to be switched from expert mode (which consumes a lot of disk space and is used for investigations) to standard mode. This customer has switched to standard mode. This customer issue was resolved with these actions. The patient was receiving appropriate medical treatment throughout the software downtime and the patient unfortunately died the next day, over 24 hours from admission.

Manufacturer narrative:
The investigation is currently ongoing; a follow up report will be submitted.

Event description:
Customer reported that connection with lis was in an unstable state (connections/disconnections). The gem premier 5000 connections and transfers to gwp were affected. During the various disconnections, a 10-year-old patient was in absolute emergency. This patient needed to have a gasometry performed to adapt his treatment. All instruments in the emergency department (outsourced biology) did not work and were unable to carry out the requested examination, the patient was admitted on (B)(6) 2023 at 3:19. Customer reported that blood gas results were provided at 5:02pm. The manufacturer was informed on june 7th 2023 that the patient died on (B)(6) 2023, cause of death was not shared.